Event description:
Celltrion diatrust covid-19 ag home test. Upc# 8 806121 763235 lot#(I think)covsb2005na 2023.01.25 other numbers:rev=01=12=22 ic=2739; I received two of these kits through usps this last offer about 1 month ago. Both kits are missing one test tube (extraction buffer) and filter kit. The test can't be completed without this component. The seal was intact on both packages. I have the kits if you need them. Reference report: mw5148014.